Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the abutment screw was broken in the implant. Implant was removed and the site was grafted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated dental implant was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and debris about the implant threads and collar. The drive feature is confirmed to contain the fractured fragments of the reported abutment screw, which was too badly damaged to be removed. The reported product was located on tooth # 30 and used for approximately 6 years. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Complainant reported that they have a broken screw in the implant. The implant was removed and the site was grafted. The reported complaint is confirmed following investigation of the returned product. A definitive root cause for this complaint could not be determined.